Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was elevated (300 mg/dl) and then exceeded the range for the bg meter. Customer administered a manual insulin injection to treat elevated level. During troubleshooting with tandem technical support, the pump performed as intended. Customer inserted a new infusion site. Customer reported that bg level was trending down (275 mg/dl).